Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure in the uterus performed on (B)(6) 2018. The patient was under general anesthesia. According to the complainant, during the procedure, a fluid loss alarm and kinked tubing alarm was received during the ablation phase. Towards the end of the procedure, the physician noticed an abrasion near the vaginal introitus. The procedure was completed with the device and reportedly the physician was not concerned of burn or any further complications. Upon follow up visit with the patient a week after the procedure, the physician noted that the area had become more severe and appeared more like a burn. The perineum at that time appeared burned which was something new. According to the physician, there was no fluid loss or leaks observed during the procedure but the fluid was warmer than usual. The affected area was covered with raytec sponge and used a solution to keep the area cool. An additional attempt has been made to obtain follow up event details with no response from the clinician.